Manufacturer narrative:
The autopulse platform in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed.

Event description:
It was reported that during incoming inspection, the autopulse platform did not power on. When the power button is pushed, the display flashses quickly, and never powers on.